Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Concomitant products: left-mentor smooth round high profile 290cc saline breast implant, serial number (B)(4), catalog number 3503290. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round high profile 290cc on the left side, and 380cc on the right side, saline breast implants which the left side deflated and there was issue bilaterally with capsular contracture baker grade IV, painful breast deformity with recurrent skin laxity of left breast and congenital breast asymmetry after implantation. The issue was confirmed by the doctor. As a result, patient underwent bilateral removal and replacement as follows: left replaced with catalog number 3503330, lot number 7396559, serial number (B)(4), and right replaced with catalog number 3503420, lot number 7603882, serial number (B)(4) (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).